Manufacturer narrative:
Device was not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: october 03, 2002. Part 280.750, lot 4469968: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a dynamic hip screw (dhs) procedure and the dhs/dcs coupling screw bent when the plate was being seated to the bone. The dhs/dcs guide shaft also bent when connecting to the dhs/dcs lag screw. As a result, of the bent coupling screw and guide shaft, the lag screw bent as well. There was no delay in surgery and the procedure was completed successfully. This is report 2 of 2 for (B)(4).